Event description:
Bad ng tubing. Feeding tube leaked and soaked baby's bed. When attempting to attach new extension for feeding, the end of the extension tubing would not thread correctly on the end of the ng tube, connection was tightened as much as possible. Started the feed with the pump over a dry wipe and monitored for two-three minutes and discovered that the connection was not intact and the feeding was being leaked onto the dry wipe. Changed the extension tubing, new tubing placed that threaded easily, started feeding again ensuring that connection was not leaking. FDA safety report ID# (B)(4).